Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-sep-2025, it was reported that a beta bionics ilet user received an "unable to proceed" message during a supply change. The user performed a dry run followed by a full supply change, successfully resuming insulin delivery. No hospitalization was required and no long-term health effects were reported.